Manufacturer narrative:
Occupation: healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and another drug (unspecified) both of unknown concentration at unknown dose rates via an implantable pump for non-malignant pain. It was reported the patient experienced pain. The patient¿s personal therapy manager (ptm) wasn¿t working and their pain was at a ¿12¿ and the patient needed it desperately. The ptm problem started on (B)(6) 2018, and his pain began "being at a 12" on (B)(6) 2018 as well. It was indicated that the patient had no falls or trauma. The patient put new batteries in the ptm, but it was not doing what it was supposed to be doing and further noted they couldn¿t really explain what the actual issue was. At the time of the report they had the patient turn the controller on and it then said his next refill date was (B)(6) 2018 and it was stated ¿well now it¿s working¿ as before it said (B)(6) 2018. The patient previously saw (B)(6) 2018 for a refill date but was now seeing the correct refill date of (B)(6) 2018. No alarms or beeping from the pump were heard. At the time of the call the patient used their ptm to try to give themselves a bolus and they made sure he kept the ptm against the pump and not move it away until it was done beeping. When the patient looked at the screen it showed him the normal home screen, and the ptm was heard as having beeped so it was believed the bolus was successful. The patient thought it gave them a bolus there and it appeared the issue was resolved. The patient¿s pain and incorrect refill date having been displayed occurred on the same date ((B)(6) 2018). Additional information was received from a consumer on (B)(6) 2018. It was reported the ptm displayed code 8476 (motor stall). The patient had seen this code since (B)(6) 2018 (the other day), and the patient had pain symptoms since (B)(6) 2018. The patient had withdrawal symptoms on (B)(6) 2018. However, the patient had not heard the pump alarm. The patient was going to follow up with their healthcare professional (hcp). It was noted that the patient was ¿still not able to get a bolus¿ (as of (B)(6) 2018). No further complications were reported.

Manufacturer narrative:
Analysis of the pump on 2018-oct-05 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear wheel number three. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: regarding the previous supplemental report, the type of reportable event was not updated from previously being a malfunction to now a reportable serious injury in error .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a company representative. It was noted that the company representative had no knowledge of the motor stall but was contacted by the physician¿s office that they were doing a pump exchange tomorrow. The company representative was not told any information. The company representative planned to interrogate the pump/logs and would return the pump to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered: fentanyl with concentration 10,000.0 mcg/ml, bupivacaine with concentration 12.0 mg/ml, baclofen with concentration 150.0 mcg/ml, and dilaudid with concentration 7.5 mg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter connector were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative had interrogated the pump on the replacement day of (B)(6) 2018. No further troubleshooting was done as far as the company representative knew. The company representative did not know the cause of the motor stall. The company representative did not know the cause of why the patient had not heard the pump alarm. It was believed the motor stall, patient not having heard the pump alarm, withdrawal symptoms, and pain were resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient had notified their managing physician about their pain and it was noted that their pump was not giving any relief. It was indicated that the patient was not getting a response from the remote (personal therapy manager) to give themselves a bolus. The patient went to the emergency room and hospital. It was also noted that they had changed the batteries several times. The patient¿s pain had not stopped, and they called pain management; meds were called into the pharmacy. Regarding the cause/circumstances that led to the personal therapy manager having initially displayed an incorrect refill date, it was noted after they called the manufacturer and told them of the wrong date displayed, the person they spoke to did something there to display the correct date. Regarding if their pain resolved, it was clarified that it had not and they were waiting for ¿d.o.l¿ to approve a new pump replacement.